Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a full functional checkout. The fse also cycled the pump on a simulator while ensuring that the ECG trigger sources worked without error. The iabp was returned to the customer for service.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) would not pick up ECG trigger during transport. No patient injury or harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.